Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection of the cable unit and image not getting displayed. Based on the results of the investigation, it is likely that cause of the malfunction was traced to be component failure and disconnection of the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an interference on the screen, no image and disconnection of the cable unit. There were no reports of patient harm.